Event description:
On november 27, 2023, senseonics was made aware of an incident where the user received no sensor detection alerts while sleeping over arm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
No sensor detected alert was first presented to the customer on 23 november 2023, first day of insertion. Returned sensor (B)(6) was tested in-house, and a investigation analysis did not reveal any malfunction of the sensor. The sensor detection test showed no signal when the sensor was placed 12 mm near the transmitter. Excellent signal was detected only when the sensor was held right against the transmitter. This indicates that the user was likely to get no sensor detected alerts with increased distance between the transmitter and the sensor, either due to placement of the transmitter or position of the sensor. B4.date of this report 30 april 2024. D9.device available for evaluation?yes.received on 01/31/2024. G3.date received by the manufacturer? 23 feb 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.